Event description:
Customer reported that monitor is displaying "no signal input" on monitor. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended.